Event description:
It was reported that during a routine follow-up, an x-ray revealed that the atrial lead had dislodged. Twiddlers syndrome was suspected. The lead was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.